Event description:
During the implant of a pneumatic lvad, the hosp reported that the lvad drive console would not support the pt. The hosp switched the pt to the back-up lvad drive console without incident. The pt was supported by the back up drive console. The hosp perfusionist removed the drive console cover on the suspect unit and noticed that the electric air pump diaphragm remained in the compressed position while running.